Event description:
Customer was hospitalized for high blood sugar levels. The nurse stated that the customer received a back pressure sensitive alarm and had changed out the set. It as indicated by the nurse that the event was not pump related due to a bent cannula. The programming on the pump was accurate and the pump passed the functional tests. It was conveyed that the pump was operating as designed.